Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if there were any patient consequences?

Event description:
It was reported that in a rectosigmoidectomy surgery, the doctor used the cdh and even after using the correct technique of using the device as he always used the product he noticed that some staples were not tightly closed so the doctor sutured the staples to strengthen the anastomosis.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information was requested, and the following was obtained: ¿there were no consequences for the patient the device was discarded at the hospital.¿